Event description:
It was reported that syringe 1ml ls 25ga 5/8in chin graphics stopper was difficult to move on 506 occasions during use. The following information was provided by the initial reporter: on (B)(6) 2020, the reproductive doctor found that the syringe rubber stopper was difficult to move during the process of using for embryo. It is still difficult to move after changing a few, which may cause adverse effects on the embryo, so this batch is first return the syringe.

Manufacturer narrative:
The following fields were updated due to additional information: concomitant medical products. Device available for eval?: yes. Concomitant medical products returned to manufacturer on: 8/31/2020. Investigation: four photos and six samples were received by our quality team for evaluation. The team was unable to determine the non-conformance from the returned photos. The samples were subjected to the breakout and sustaining force test. Results from this test showed that the plungers are within the product specification. Therefore, the team is unable to confirm the customer experience and the root cause could not be determined. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 1ml ls 25ga 5/8in chin graphics stopper was difficult to move on (B)(6) occasions during use. The following information was provided by the initial reporter: on (B)(6) 2020, the reproductive doctor found that the syringe rubber stopper was difficult to move during the process of using for embryo. It is still difficult to move after changing a few, which may cause adverse effects on the embryo, so this batch is first return the syringe.